Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pace/sense portion of the lead had increased threshold. The pace/sense portion of the lead was capped and a previously-deactivated pace/sense lead was reactivated. No patient complications have been reported as a result of this event.